Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer loaded a new cartridge on the pump, the customer received a message to load a new cartridge in order to resume insulin. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed. Blood glucose was 106 mg/dl.